Event description:
In february 2004, while wearing the speech processor, the pt reportedly experienced an overly loud sound followed by intermittency. In march, the pt reportedly was unable to hear sound while using their sound processor. In march 2004, the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Five days later, the pt was seen by a company representative. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted.